Manufacturer narrative:
Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4)

Event description:
The customer's wife reported via phone call that the insulin pump's display was badly scratched and difficult to read. Blood glucose level at the time of the incident was not provided. Caller reported that the customer keeps the insulin pump in his pocket and it may have been damaged by coins. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.